Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, high threshold and cross chamber oversensing of noise. It was also reported that the right atrial (ra) lead exhibited far field oversensing or noise, causing false atrial tachycardia/atrial fibrillation (at/af) detections. Both the rv lead and the ra lead were explanted and replaced. No patient complications have been reported as a result of this event.